Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the proximal left circumflex with moderate tortuosity, heavy calcification, and 99% stenosis, a 1.2x15 rx mini trek dilatation catheter was advanced without resistance for pre-dilatation and inflated at 10 atmospheres. Reportedly, on the second inflation the balloon ruptured at 10 atmospheres. The 1.2x15 mini trek dilatation catheter was removed without resistance from the patient's anatomy. A new 2.0x15 rx trek dilatation catheter was used successfully for pre-dilatation and a 3.0x12 xience v stent was implanted to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.